Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: during the evaluation performed by the pal (product analysis lab), a review of the device logs revealed a drain volume that meets the iipv (increased intra-peritoneal volume) criteria. The cause for the iipv found in the device logs was determined to be insufficient drain - one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. The device's service history record was reviewed and no issues were identified that may have contributed to the iipv. Similar reports have been received for the reported problem. The root cause investigation is in progress through rtb-CAPA-(B)(4).

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 3. The patient's drain volume was 363ml. The fill volume was 200ml. This meets iipv criteria. Product surveillance contacted the nurse on 02/15/2011. According to the nurse the patient's fill volume is not 200ml, but 2000ml. The nurse does not know why the device logs would say 200ml for this therapy. The nurse stated that the patient has not reported any symptoms or issues with the cycler and has resumed therapy. There was no patient injury or medical intervention associated with this event.